Manufacturer narrative:
(B)(6). Initial reporter - maiken stilling, frank madsen, anders odgaard, lone rømer, niels trolle andersen, ole rahbek & kjeld søballe (2011) superior fixation of pegged trabecular metal over screw-fixed pegged porous titanium fiber mesh, acta orthopaedica, 82:2, 177-186, the complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that there were three (3) cases of tt migration above 0.4, between 12 and 24 months of follow up. These patients had ti tibial components. No further information has been provided.